Event description:
A caller reported a cartridge alarm 20, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, and there were no reported adverse impacts. The customer planned to use multiple daily injections as backup therapy while waiting for the replacement pump, which would include updated software. Tandem technical support advised the customer on storage mode and returning the pump, confirmed the shipping address, and dispatched the replacement pump.